Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, one of the jaws/cups broke off and fell into the pt. The broken jaw was not retrieved by the physician and was unsure whether there was an additional risk to the pt. No additional intervention to the pt was necessary and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found an elongated coil and the head of one jaw to be broken. The broken jaw was sent for external analysis and it was concluded that there were no material anomalies and the broken jaw occurred as a result of both torsional and bending overload. Functionally, the jaw exhibited open/close movement however the test failed due to the head of one jaw being broken. Complaint confirmed since the device present broken jaw and elongated coil. Based on the sample returned condition, an excessive force was applied during use according to laboratory results. The most probable root cause is user error considering the sample condition of the complaint device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during the procedure, one of the jaws/cups broke off and fell into the patient. The broken jaw was not retrieved by the physician and was unsure whether there was an additional risk to the patient. No additional intervention to the patient was necessary and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.